Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor reported that she stopped feeling stimulation a couple weeks ago. The patient used to feel stimulation and felt stimulation when increasing stim, but now she feels nothing. The patient increased from 6.4 to 6.8v and does not feel stimulation. The patient indicated that she would like to increase stimulation for when she is running as she will be running on pavement and it will "make it worse and she can loose bowel control from that." The patient stated that she is fine at home with not feeling stim as far as symptom control goes, but she has bad issues when she increases working out. The patient was advised that she needs to consult with her healthcare provider if she has a concern that the device is not working so that the healthcare provider can diagnose it or change programs if necessary for therapy. Patient status is unknown at the time of this report. Additional information was received from a patient on (B)(6) 2017. The patient reported that they could not get it to turn on beginning (B)(6) 2016, but they could not troubleshoot because they did not have their patient programmer (pp) with them. Additional information was received from a patient on (B)(6) 2017. The patient experienced a loss or change of therapy and was not getting relief from therapy since (B)(6) 2016. The patient was not sure what happened. They do not feel stimulation, but the therapy was on. The patient synced and was on program 4 at 6.3 volts and their therapy was on. The patient tried program 3 at 8.3 volts and program 2 at 6.3 volts but did not feel stimulation on any program. Additional information was received from a patient on (B)(6) 2017. The patient wanted to try a second troubleshooting to see if they could turn their stimulator on because they could not get their stimulator to turn on. The patient stated that their stimulator was off even though it was confirmed yesterday that the stimulator was working. At the time of the report it was confirmed with the pp that the implant was on. The patient stated that they were not feeling stimulation. They always felt stimulation before, then one day they did not feel anything at all. They do not know why they felt stimulation for three years and then all of a sudden one day they did not feel stimulation at all. It was confirmed that the therapy was on even though the patient did not feel stimulation. The patient stated that their sudden change in therapy/symptoms occurred probably in (B)(6) 2016 which conflicts with the previous event date provided. It was noted that the patient was told the device would last from 2 to 5 years. The patient would follow up with their healthcare professional (hcp) for a possible reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.